Event description:
A malfunction was reported with the pump, and there was an issue with the t:case as the clip was not tight. There was no adverse impact on the customer's blood glucose level. The customer received information on how to reset the pump and successfully did so without the malfunction code recurring. The customer was informed to continue using the pump and to call back if the issue occurred again.